Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Manufacturer narrative: intraocular inflammation is identified in the labeling as a known potential adverse event following icl implantation. The icl directions for use (dfu) states under adverse events: as with implantation of other types of intraocular lenses, potential adverse events can include, but are not limited to infection and iritis. The dfu states precautions to physicians (3): the lens must not be exposed to any solution other than normally used intraocular perfusion fluids (e.g., isotonic saline, bss, viscoelastic solutions, etc.). The dfu states a warning: complete removal of viscoelastic from the eye after completion of the surgical procedure is essential. Viscoelastic instruments that may be difficult to aspirate should not be used. Warning: staar surgical icl and disposable accessories are packaged and sterilized for single use only. Cleaning, refurbishing and/or resterilization are not applicable to these devices. If one of these devices were reused after cleaning or refurbishing, it is highly probable that it would be contaminated, and the contamination could result in infection and/or inflammation. An inflammatory response is common after intraocular surgery; however, this is usually mild and does not require any additional interventions beyond the standard post-op regimen. In some cases, the degree of inflammation may be more severe. Surgical technique, inadvertent intraoperative trauma and the use of pro-inflammatory substances into the eye may have contributed to the event. Claim# (B)(4).

Event description:
A facility representative reported that after implantable collamer lens (icl) implantation into the patient's eye, inflammation was observed in the anterior chamber. Date of onset and severity was not provided. Information regarding concomitant products used intraoperatively was not provided. Diagnostic cultures have not been reported, and no information regarding medical intervention has been provided. It was noted that 13 additional cases from the same surgeon within the same facility reported similar postoperative outcomes. The lens remains implanted within the patient's eye. No further information is available at this time. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6: device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. (B)(4).